Event description:
It was reported that the luer lock became unscrewed and disconnected from the tubing which caused insulin to leak out. Customer had high blood glucose levels (299 mg/dl). Customer reconnected luer lock and performed fill tubing, and was able to resume insulin delivery.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.